Event description:
It was reported that the deep brain stimulation (dbs) patient experienced losing stimulation therapy while charging the implantable pulse generator (ipg) near the end of the charging sessions. The patient reported that the ipg would turn off momentarily followed by a slow return of effective therapy. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced losing stimulation therapy while charging the implantable pulse generator (ipg) near the end of the charging sessions. The patient reported that the ipg would turn off momentarily followed by a slow return of effective therapy. The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. The ipg remains implanted in the patient and delivering therapy. Additional information received indicated that the ipg firmware update was performed and has resolved the bluetooth fault code error when charging the ipg. The patient is able to successfully charge the ipg without interruption. No further action is needed.